Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "helium loss and drain failure alarm" is not able to be confirmed. The hospital staff found a loose connection and resolved the problems by tightened the connection. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced a helium loss alarm and a drain failure alarm. No blood or condensation was noted in the tubing or bottle. The staff found a loose connection. As a result, the connection was tightened, and the helium tank was changed. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced a helium loss alarm and a drain failure alarm. No blood or condensation was noted in the tubing or bottle. The staff found a loose connection. As a result, the connection was tightened, and the helium tank was changed. There was no report of patient complication or serious injury and death.